Event description:
It was reported that during a gall bladder procedure, the clips would not hold after placing. The surgeon clipped the cystic artery and cystic duct. At the end of surgery, the surgeon saw a hemorrhage. The two clips in place to seal the cystic artery had spontaneously dropped. The surgeon put back the two clips. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.